Event description:
During a coil embolization of an aneurysm of the left internal iliac artery with a vessel that was not calcified and mildly tortuous, while placing the fist orbit complex fill 5x15 coil (637cf0515/ 15195839) into the target aneurysm, the coil migrated distally. When the physician tried to pull it back into the transit microcatheter (details unknown), the coil became unraveled and while manipulating the coil, the coil eventually fracture and separated. A snare was delivered to re-capture the coil and the physician was able to retrieve the coil in its entirety. The product was replaced with a new coil of the same size (lot# unknown) which was successfully placed in the target aneurysm. Afterward, while the physician was placing the third orbit mini complex fill 4x10 coil (637mf0410/15178883), the coil mass migrated distally. When he tried to pull it back into the microcatheter, again the coil became unraveled. While he was manipulating the coil, again, the coil fracture and separated. A snare was delivered to re-capture the coil and he was able to retrieve the coil in its entirety. However, this caused the 2nd coil to migrate out of the aneurysm and travel distally. Considering the risk of retrieving the coil mass by using a snare, decision was made not to retrieve the 2nd coil. The procedure was completed with no patient injury. The physician noted that the procedure was conducted in accordance with the (IFU) instructions for use and constant flush had been maintained. Both the first and the third coils will be returned for analysis. There were no complaints against the microcatheter, or kinks that may have contributed to the event.

Manufacturer narrative:
Concomitant medical products: transit microcatheter, parent (3fr, str) guiding catheter (mediki), and dejavu guidewire (cordis). A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met. Other product used consisted of parent (3fr, str) guiding catheter (mediki) and dejavu guidewire (cordis). After the product was removed from the patient, other than the reported event, no other damages were noticed on the device. The microcatheter is not going to be returned for analysis. A cd copy of the procedure is not available. No further information was available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00462, 1058196-2011-00463, and 1058196-2011-00464.

Manufacturer narrative:
During a coil embolization of an aneurysm of the left internal iliac artery with a vessel that was not calcified and mildly tortuous, while placing the fist orbit complex fill 5x15 coil (637cf0515/ 15195839) into the target aneurysm, the coil migrated distally. While further manipulating the coil, which was still attached to the delivery system, the coil unraveled eventually fracturing and separating when it was pulled back. The entire coil was retrieved with a snare. This was followed by successful placement of another same size coil. However, when placing a third coil orbit mini complex fill 4x10 coil (637mf0410/15178883), the coil mass migrated distally. When he tried to pull it back into the microcatheter, again, the coil became unraveled. While he was manipulating the coil, again, the coil fractured and separated. A snare was delivered to re-capture the coil and he was able to retrieve the coil in its entirety; however, the second coil moved out of the aneurysm. The physician noted that the procedure was conducted in accordance with the (IFU) instructions for use and constant flush had been maintained. Both the first and the third coils will be returned for analysis. There were no complaints against the microcatheter, or kinks that may have contributed to the event. A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met. No further information or procedural images are available. The second coil and delivery system that moved out of the aneurysm during retrieval of the third coil is not available for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Although based on the lack of information no definitive conclusion can be made, vessel and target site characteristics including aneurysm neck size along with placement technique and device sizing may have contributed to the coil moving out of the aneurysm after successful placement. Based on the available information there is no indication of any device manufacturing issues impacting the events. This is 1 of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00462, 1058196-2011-00463, and 1058196-2011-00464.